Manufacturer narrative:
(B)(4). Patient's weight is (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced intraoperative bleeding through a vascuguard patch implanted during a femoral endartectomy. Prior to surgery, the vascu-guard patch was soaked for three minutes (solution not specified). There were no defect or unusual trait observed in the patch after removal from the package or prior to implantation. The bleeding occurred from the patch surface; further stated as "not from the suture line". A 50 milliliter intraoperative blood loss was reported. Additional hemostatic measures (holding pressure on bleeding site and application of thrombin and gelfoam-not further specified) were needed to stop the bleeding. The implanted patch was left in place after the bleeding had ceased. The event of bleeding resulted in the prolongation of the surgical routine. Immediately following the procedure, the patient was in stable condition. At the time of this report (postoperative day one), the patient was believed to be currently stable. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Scanning probe microscopy imaging, dsc, and amine index testing were performed with no issues noted. The reported issue was not verified. The product met specification, therefore, the cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.